Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was on an impella for mechanical circulatory support. During support, the patient experienced abdominal compartment syndrome, confirmed by a bladder pressure of 22. Exploration of abdomen was performed, and 4 liters of blood was removed from around abdomen. Sodium bicarbonate was added to the purge and heparin was withheld. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.